Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. A pt pregnant with identical twins was diagnosed with ttts (twins-to-twin transfusion syndrome). Selective laser photocoagulation using karl storz hde fetoscopy instruments was performed on (B)(6) 2011. The following morning ((B)(6) 2011) during f/u cardiac echo to check cardiac function, it was discovered that the recipient fetus had expired. Customer reported that prior to the procedure, the recipient fetus had decreased cardiac function and that the death was not related to the fetoscopy equipment. Post procedure, the mother and donor fetus are reported as doing well.

Manufacturer narrative:
According to the nurse coordinator who reported the incident, the event was not related to the use of the fetoscopy equipment. The equipment will not be returned for eval. A certain percentage of deaths, including intrauterine fetal death, is anticipated for ttts.